Event description:
Rptr complains of firmness of breast after implantation, chest, back and arm pain, severe headaches, nausea, muscle pain, insomnia, depression, fatigue, difficulty swallowing, flu-like symptoms, diarrhea, muscle burning, memory loss, night sweats, fevers, numbness and tingling, pleurisy, rashes, shortness of breath, unusual odor in urine, sharp pains in upper body, infections, abdominal pain, swollen glands.